Event description:
Information received from the field does not address the patient's clinical status but notes that an interrogation showed low atrial output, no atrial capture, a telemetry/ programming anomaly and high impedance.~~~~~~~~